Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. The distal conductor had blood/body fluid (not obstructed); there was blood/body fluid on outer tubing overlay; outer tubing kinked/buckled; helix/lobe distorted/bent; blood in/on helix/lobe mechanism. There was apparent explant damage.

Event description:
It was reported that the left ventricular lead was removed and replaced due to phrenic nerve stimulation. No patient complications have been reported as a result of this event.